Event description:
Customer stated that their adult star ventilator stopped cycling while in use on a pt. The ventilator failed to produce any audible or visual alarms. There was no pt harm as a result of this malfunction. The customer also stated that during their inspection of the device after the event, they found that the ac backup battery and the power loss battery were non-functional.